Event description:
High, fluctuating atrial threshold (oscor). Rv (abbott) imp warning on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).